Event description:
An anesthesiologist reported that a "safety device failed to snap completely to the tip of the needle" when an IV was being initiated on a patent with known blood borne pathogens. This resulted in a needle stick to the practitioner. There were two witnesses to this incident who confirmed that they believed this to be product failure rather than user error.